Manufacturer narrative:
As a result of analysis of returned device, outer sheath was detached and stent was partially deployed. It was found curve on the stent loaded part. Deployment was tried in the state without pressure and it worked well without any resistance. Stent did not expand completely due to residue. Esophageal structure where procedure was performed has active peristalsis. It can be hard to deploy due to pressure generated by patient's lesion status. Outer sheath can be stretched and detached and it can cause deployment failure if deployment was tried in this situation. It is, however, impossible to identify the exact root cause and it is hard to recreate the situation at the time of procedure. Since it was deployed well without pressure, it is regarded that outer sheath was bended due to patient's lesion status and deployment was tried in this situation; it was hard to deploy due to bended outer sheath and outer sheath was detached in the end so it caused deployment failure. We will continuously monitor whether similar or same complaint occurs.

Event description:
Deployment mechanism broke during deployment; removed.

Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly. We will continuously monitor whether similar or same complaint occurs.

Event description:
Deployment mechanism broke during deployment - removed.